Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The pump event log noted multiple alarms for 'cassette not attached properly' and 'cassette latch was opened.' Functional testing included use testing. The pump was powered on and an alarm message was unable to be duplicated when latching or unlatching a cassette onto the pump. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump was alarming even when a cassette was not attached. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.